Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came in for dialysis and reported alarms that occurred on (B)(6) 2016. There were multiple disconnects and reconnects of the system controller over the course of a 10 minute period after an initial low voltage advisory. It was reported that this patient is not a great historian. It was also reported that the husband disconnected and reconnected the system controller, but is not approved on the competencies and had been told that he is not allowed to handle the equipment. It was reported that the husband struggled to make the connection to the driveline. The daughter, is who approved, was not with them that night. The system controller log file confirmed a driveline disconnect and pump stoppage on (B)(6) 2016. The patient cable was replaced as a precaution and the patient was re-educated. The patient was reportedly asymptomatic. No further information was provided.

Manufacturer narrative:
The report of driveline disconnect and pump stop events was confirmed based on the evaluation of the submitted system controller log file. On (B)(4) 2016 at 03:48, a low battery advisory alarm was captured and approximately 2 minutes later a driveline disconnect/motor stop alarm was captured. Approximately 8 minutes later, the driveline appeared to be reconnected and the pump resumed operating at the set speed. During this 8 minute time frame where the pump function was interrupted, the system controller was disconnected from external power and it went into backup mode. No additional atypical events were captured throughout the remainder of the log file. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.